Manufacturer narrative:
(B)(4). Date sent: 3/17/2026. D4 batch #: a9751d. Corrected data: d4 UDI #. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. Upon visual inspection of the device, the duckbill was found partially out of position. A manufacturing record evaluation was performed for the finished device batch a9751d number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what might have caused the duckbill out of position.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2025 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the valve in the trocar falls out. No patient consequences were reported.